Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the lot was manufactured from august 31, 2020 ¿ september 01, 2020. H10: two (2) actual samples were received for evaluation. Visual inspection on the returned samples revealed fluid inside the bag that contained the samples. The cause of the fluid inside the bag was due to a broken tubing (detached) at the junction of the white flow restrictor. Further inspection revealed that a portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified for both samples. The cause of the broken tubing could not be determined; however, the most likely cause was due to handling of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) large volume infusors leaked from an unknown location. The leak was observed in the overpouches of both devices when unpacking the delivery shipment. The device was filled with 0.2% ropivacaine. There was no patient involvement. No additional information is available.